Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during an unspecified procedure, the forceps activated on its own without depressing the activation button inside the patient¿s abdominal cavity resulting in a slight burn to the patient¿s fallopian tube. It was reported that there was no harm to the patient as the fallopian tube was to be removed. The intended procedure was completed with a similar device.